Event description:
On (B)(6) 2010, a (B)(6) female patient was implanted with a gore hybrid vascular graft in an av access application. The procedure was performed in the right forearm from the brachial artery to the basilic vein. It was reported to gore that 14 days post implant, the patient presented with arterial steal syndrome. On (B)(6) 2010, a banding procedure was performed.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing records for the device verified that the lot met all pre-release specifications.